Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 320 mg/dl. Customer reverted to an alternate form of insulin therapy.